Event description:
Customer reported with an issue of error b30 on the device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Technical assistance center (tac) support engineer provided troubleshooting with the customer biomed . Advised the biomed to turn the unit off before trying another scope as the error will stay on the screen. Advised to clean the gold contacts with an alcohol prep pad, and the socket as customer reported that another scope had the b30 error as well . In addition, the customer was advised to check the maj-1933 and maj-1941 cables, use can of air in the socket when the lightsource completely cooled down. In a follow up call after the troubleshooting, the customer biomed unable to confirm the actual cause to this b30 error. Another troubleshooting was performed by tac by advising to press the esc key to acknowledge the error code, so the error code does not linger to the next connected scope. Informed the device front connector should be free of the maj-1430 video scope cable if the 190 series scope is being utilized and made sure the issue is on multiple scopes and to bring model 180 scopes and 190 scopes for next troubleshooting session. Customer was advised calling back with multiple scopes to troubleshoot with the device. After troubleshooting guide was provided, tac contacted the customer to find out if the issue was resolved, however, no response is received from the customer. Multiple follow ups were made , however, were unsuccessful as no response is received from the customer. In addition, the device was not returned for evaluation. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected fields: g2 a review of device history document cannot be reviewed from the sales and distribution records because the shipping history cannot be found. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Please also see updates for section d4- serial number is being updated from unknown to (B)(6). Communication with the customer, the following information conveyed: the problem was noticed during set-up/preparation for use and that there was no patient impact or involvement. Issue was resolved, per the customer ' they gave it time between changing the scopes out and that the error cleared". No further information provided. Investigation is ongoing. This report will be supplemented following investigation completion.